Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from her insulin pump. The customer stated that when she was in the hospital, the pump was not working. The customer stated that she does not know where the insulin in the reservoir went. No insulin left during fill tubing. The customer stated that there was nothing wet around her. The customer stated that she took an ambulance to the hospital. Her blood glucose readings were over 400 mg/dl. The customer was advised to change the entire set, reservoir and insulin. The customer was advised to call back for further assistance if needed.